Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing pain in the front of his thigh and up into the buttock area. Pt states that his hip protrudes at the incision site. Pt states he has had the pain for the last yr. Pt has had cortisone injections and physical therapy.